Manufacturer narrative:
H6 - final analysis found no output or telemetry due to a lockup condition in a processor.

Event description:
Information received from the field notes that while the patient was in for an office evaluation, the device could not be int errogated and the message "position the telemetry wand" was displayed. Magnet application elicitedd no response.